Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a visualization of particles in the tumbing and chamber related to a CPAP device's sound abatement foam. The patient's alleged device is not working properly; without the machine, the patient will have trouble breathing and will not get sleep. The patient has also alleged difficulty breathing or shortness of breath, sinus congestion, and memory loss. Dizzy. The device is blowing a lot of air, the machine doesn't stay closed, the air pressure is off, too low from a leak somewhere. The device will not turn on or is not functioning. Burning/smoke/electrical odor. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 10/25/2022 for further evaluation. The device was evaluated on 10/27/2023. There was no mention of visual findings on the external part of the device. The device was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, we confirmed the presence of degraded sound abatement foam. The manufacturer concludes that he is unable to directly address the symptoms or complaints. Confirmed the presence of degraded sound abatement foam.